Event description:
It was reported that during implant the setscrew was stripped while tightening the setscrew. The pulse generator was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the field event of stripped setscrew upon tightening during implant was confirmed in the laboratory. Analysis found epoxy on the surface of the v-tip connector block and on top of the setscrew. Epoxy should not be on the top surfaces of the connector block or setscrew. Broken sections of epoxy were on the top of the setscrew which indicates the epoxy could have been blocking normal insertion of the torque wrench into the setscrew inset. The epoxy in the threads was preventing the normal turning of the setscrew until the bond was broken.